Manufacturer narrative:
Expiration date - unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patient's left eye (os). The reporter indicated there was a refractive surprise. The lens remains implanted but the surgeon plans to explant the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.